Event description:
The customer reported to olympus, the colonovideoscope had internal defects of channel, and the channel was blocked. The issue was found during reprocessing of an unknown procedure. During the device evaluation; no air/water (a/w) flow due to clogged nozzle with white debris in it was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no air/water (a/w) flow due to clogged nozzle with white debris in it. Additional non-reportable malfunctions were found during evaluation are as follows: objective lens (ob lens) had chips around the edge, and control body recommended customer barcode on the grip. Non-olympus parts non-reportable evaluation; plastic distal end cover (d/e plastic cover), light guide lens (lg lens), bending section cover (a-rubber), a-rubber glue, insertion tube, lg tube, and switch camera repair or replacement recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.